Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed. It should be noted: during troubleshooting with customer service customer was unable to state whether the test strips she had been using were expired because she had already discarded them.

Manufacturer narrative:
No test strip lot was reported with this complaint. A DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer reported that on (B) (6) 2010 or (B) (6) 2010 she received a reading of 120 mg/dl on her freestyle lite blood glucose meter and subsequently "blacked out". Paramedics were called, check her blood glucose (results not reported) and transported customer to a local healthcare facility, where she was diagnosed with hypoglycemia. Customer noted she could not remember what treatment was rendered at the hospital. There was no report of death or permanent injury associated with this event.